Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. This is an ancillary service event. The cause of the f-3 alarm was not determined. An f-3 alarm is indicative of a downstream occlusion. Repair of the device was not performed as the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an f-3 alarm in the alarm log. No additional information is available.